Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system did not start up. The fse found that the flexvision-pc did not start up. The fse solved the issue by replacing the flexvision-pc. Analysis of the log file could not determine a root cause. The returned part has been analyzed and confirmed that the power supply unit of the flexvision-pc failed. After the replacement of the flexvision-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.